Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Evaluation of the returned device was completed. The pump was received with software version number 5.9.2 and library configuration "chemo - v2". The pump was tested with the testing protocol for upstream occlusion. The pump's event log was pulled as part of the evaluation and upon review it was noted that there are 114 counts of the upstream occlusion code in the event log, as reported by the end user, which can be seen by the "e04" alarm code in the event log: a 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The pump ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump was able to alarm when the line was clamped, not providing any false alarms. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did confirm the reported condition, but was not duplicated during testing. Reported issue found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference to complaint # (B)(4).

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/15/2024, infutronix received a report that a pump had an upstream occlusion sensor - intermittent occlusion alarm. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.